Manufacturer narrative:
Other: neck/back pain, leg/arm pain, residual deformity. Patient code:(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No of patients: 40; gender: (male: 34, female: 06); mean age: 60.9 years it was reported in the clinical aggregated data report that 40 patients were diagnosed with traumatic vertebral fracture; and underwent surgeries in the period ranging from (B)(6) 2013 to (B)(6) 2016. Post-op, after completing 24 months follow-up, 10 patients reported back/neck pain and 10 patients reported leg/arm pain. Additionally, 4 patients underwent re-instrumentation due to residual deformity. Removal of plates was performed in these 4 patients; but there was no breakage of device.